Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was cracked and unresponsive. The customer's blood glucose was 388 mg/dl. Customer confirmed that the health care provider would be contacted to obtain an alternate method of insulin therapy and declined further follow up from tandem technical support.